Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that pen ndl 31ga 5mm 100bx 1200 USA needle broke off. The following information was provided by the initial reporter: material no. 320119 batch no. 7130913 it was reported that needles are breaking off in injection site. No medical attention sought. Verbatim: from phone call on (B)(6) 2021 12:11:08: consumer informed several times, from this box only, the needle broke into his injection site - arms and ab area. Consumer denied reuse of needles. Consumer did not seek medical attention, was able to remove all needles on his own. Consumer did not have box with him at this time of call but believed they were a retail purchase of the purple/mini bd pen needles.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ndl 31ga 5mm 100bx 1200 USA needle broke off. The following information was provided by the initial reporter: material no. 320119, batch no. 7130913. It was reported that needles are breaking off in injection site. No medical attention sought. Verbatim: from phone call on (B)(6) 2021 12:11:08: consumer informed several times, from this box only, the needle broke into his injection site - arms and ab area. Consumer denied reuse of needles. Consumer did not seek medical attention, was able to remove all needles on his own. Consumer did not have box with him at this time of call but believed they were a retail purchase of the purple/mini bd pen needles.